Event description:
It was reported that the procedure was cancelled. The target location was in the moderately tortuous subclavian artery. A 10mm x 40cm interlock-35 coil was selected for use following stent graft insertion. However, during the procedure, it was noted that the coil became stuck inside the catheter. Consequently, the procedure was not completed due to this event. No patient injury was reported.

Manufacturer narrative:
B5. Describe event or problem: added information, based on additional information.

Event description:
It was reported that the procedure was cancelled. The target location was in the moderately tortuous subclavian artery. A 10mm x 40cm interlock-35 coil was selected for use following stent graft insertion. However, during the procedure, it was noted that the coil became stuck inside the catheter. Consequently, the procedure was not completed due to this event. No patient injury was reported. It was further reported that the patient was locally sedated when the issue occurred.